Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing expanded. There was no report of patient impact. The following information was provided by the initial reporter: second occurrence of tubing that has bulged and stopped infusing. Occurred on the same patient with use of a different channel. Not sure if it is the updated brain/channel or the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jul-2023 h6: investigation summary a complaint of tubing bulging stopping infusion was received from the customer. Three samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. The top of the pumping segments had ballooned on all three sets. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. The manufacturing plant was notified of this defect. It was determined that this failure is due to user error. H3 other text : see .

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing expanded. There was no report of patient impact. The following information was provided by the initial reporter: second occurrence of tubing that has bulged and stopped infusing. Occurred on the same patient with use of a different channel. Not sure if it is the updated brain/channel or the tubing.